Event description:
It was reported that a pt developed swelling after placement of a restoration using prime & bond nt, super etch 37%, and an unknown vivadent composite (the latter two products are not manufactured by dentsply). The pt was administered benadryl and an allergist was consulted.

Manufacturer narrative:
While it is unknown if the prime & bond nt used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. This product is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.